Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a return of symptoms, and increased baseline spasticity. Telemetry confirmed an audible critical alarm. A reset occurred due to low battery on (B)(6) 2011; and the pump went into safe state. A health care provider reprogrammed the pump on the day of the reset, however, another reset occurred thereafter. A physician believed the pump was stalling. The pump was explanted. The pump was used to deliver baclofen 2000mcg/ml, daily dose 500mcg.